Event description:
Covidien kangaroo enteral feeding pump malfunction. Alarm was manually turned off. The pump does not have an indicator when alarm is silence in the main screen. Nurse was not aware pump was silenced by a previous user. Pump did not alarm when it malfunctioned. Feeding pump setting at 17 mls/hour was set correctly. Two hours after starting pump, nurse checked on baby and noticed pump was not running. The entire feeding was still in the bag. Baby's blood glucose level was checked and low. IV started and dextrose bolus given. Dates of use: 2 hours. Diagnosis or reason for use: baby required continuous feeds for complicated medical condition. Event abated after use stopped or dose reduced? Yes.